Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq had previously displayed a decimal point when obtaining results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016, at 04:00pm. The patient manages his diabetes with "lantus insulin, metformin and glimiperide pills" and consumed less food or drink on (B)(6) 2016, at 04:30pm, in response to the alleged issue. The patient reported that on (B)(6) 2016 at 07:00pm he developed symptoms of "shortness of breath and nervousd", however denied receiving any treatment. During troubleshooting the cca noted that the patient was unable to confirm if the issue was resolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.